Event description:
It was reported via clinic notes that while a pt was in the hosp due to worsening seizure control (MDR 1644487-2011-00930), he was diagnosed with aspiration pneumonia. The pneumonia was treated and the pt was discharged from the hosp. Good faith attempts to obtain add'l info have been unsuccessful to date.